Event description:
It was reported that via a merlin.net transmission, noise was observed. Reviewing the lead diagnostics and performing pocket manipulation was discussed. Patient will be scheduled for further lead evaluation. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.